Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The describe error was analyzed in the (B)(4) laboratory. The unit was cleaned and disinfected prior to testing. Gas transfer and blood side pressure drop testing was performed on the returned complaint sample. The testing identified gas transfer performance issue. The testing was repeated for exclusion of influences caused by cleaning or test procedure. The repeated test results confirmed gas transfer performance issue. No issues were identified when the gas flow on the gas side was checked. The oxygenator was opened and no issues were identified. A root cause could not be identified. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) quadrox-I (lot number 70066609) had gas transfer issues. According to the customer,the perfusionist detected non oxygenation of blood and change the oxygen supply gate. The oxygenator was changed out. (B)(4).